Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was unresponsive. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The biomedical engineer (bme) cleaned the touchscreen thoroughly and then performed a touchscreen calibration. The bme stated that the operation of the touchscreen was verified during their check on (B)(6) 2025, concluding that the issue was a dirty display. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.